Event description:
Sorin group received a report that the flow display on the pump went blank. There was no report of patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The device was returned to sorin group (B)(4) for evaluation. Testing of the device could not confirm or reproduce the reported issue. The device ran properly and in accordance with specifications. Without the ability to reproduce the issue, no root cause could be determined. No further action is deemed necessary.